Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens and clear surgical residue on the lens. Visual inspection found the lens optic and haptic torn with residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2020 the lens was exchanged for a shorter length lens and the problem was resolved. H6 - patient code 3191: no code available (secondary surgery, lens exchange). Claim#:(B)(4).

Manufacturer narrative:
Claim#: "(B)(4)" should be corrected to "(B)(4)" in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -18.0/1.5/091 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Excessive vault was observed but due to stable condition the surgeon decided to leave the lens in the eye and monitor the patient. If additional information is received a supplemental medwatch report will be submitted.